Event description:
It has been reported to philips that the system failed to turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to turn on. Upon remote testing rse confirmed that the patient loading screen was black, it did not do 3d reconstruction and did not allow to turn on equipment. After reviewing the error log file, failure in the ippc disks was found. The rse connected remotely, performed consistency tests to the database and suggested the fse to do the calibration of the 3d pc and reinstall the software. To resolve the issue, the fse synchronized the time between the host pc and the 3d pc, the ip-pc database was initialized, calibrations of the 3d pc were performed and the fse shut down and rebooted the computer several times. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.